Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported receiving a shock, feeling a burning in the chest and did not feel well. A technical services (ts) consultant discussed the recall and effects of getting a shock. It was recommended that the patient contact a physician, go to the ER or call 911. Additional information was received that the patient presented to the ER. It was reported that the patient did not follow up on a regular basis and had not been seen for 2 years. The device reached elective replacement indicator in march 2006 and end-of-life in july 2006. A shock was delivered for ventricular tachycardia and then therapy was not delievered secondary to long charge times. The monitoring voltage was down to 1.9 volts and the charge time was greater than 30 seconds.